Event description:
It was reported that the patient experienced syncope at home and was found unresponsive. Emergency medical technicians externally cardioverted the patient multiple times. Upon arrival at the hospital, the device was found in back-up vvi with hv therapy disabled and no capture was observed. The patient was intubated, a temporary pacing wire was placed and a heart catheterization was performed. It was noted that the device was functioning normally during a follow-up visit four days prior to presenting to the ER. While in the ccu the patient had several episodes of torsades and coded several times over the next few days and then expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 23.0cm was returned for analysis. External insulation abrasion was noted at 19.2-19.6cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.